Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) performed the evaluation for the reported issue of iipv. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issues. The iipv was confirmed in the logs and not duplicated during the pal evaluation. The most probable cause was determined to be insufficient drain - one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be sent to service area for servicing. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.

Event description:
A customer contacted baxter's (B)(4) and reported draining out 4216 ml with the homechoice (hc) machine during dwell 4 of 4. Per the initial report, the bags were empty and the patient had a last fill of 100 ml. The technical service representative (tsr) assisted the home patient (hp) and swapped the hc. The patient reported feeling full in dwell 4 of 4. The patient drained 4216 ml. The fill volume was 2500 ml. Based on these volumes this event meets increased intra-peritoneal volume (iipv) criteria. According to the nurse she was not aware of the patient's excessive drains or symptoms as he did not report having any difficulties. The nurse stated she will follow up with the patient. The patient received a new cycler and has resumed therapy without patient injury or medical intervention.